Manufacturer narrative:
Follow-up received on 23-sep-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and device dislocation ('u/s revealed essure that had migrated and likely is contributing to her pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and uterine haemorrhage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss") and device expulsion ("both of her essure coils migrated into her uterus"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, rash, alopecia and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, device expulsion, dyspareunia, medical device discomfort, menorrhagia, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and device dislocation ('u/s revealed essure that had migrated and likely is contributing to her pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and uterine haemorrhage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss") and device expulsion ("both of her essure coils migrated into her uterus"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, rash, alopecia and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, device expulsion, dyspareunia, medical device discomfort, menorrhagia, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, device dislocation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2021: mr received. Reporter information, other relevant history , auto-narrative supplement, event : "u/s revealed essure that had migrated and likely is contributing to her pain" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') and device dislocation ('u/s revealed essure that had migrated and likely is contributing to her pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea and uterine haemorrhage. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), medical device discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("excessive rashes"), alopecia ("excessive hair loss") and device expulsion ("both of her essure coils migrated into her uterus"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, dyspareunia, rash, alopecia and device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, device expulsion, dyspareunia, heavy menstrual bleeding, medical device discomfort, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 24-aug-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, pain during intercourse, excessive rashes, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2016, she underwent diagnostic imaging in an effort to determine the cause of her pain. At that time, physician informed her that both of her essure coils migrated into her uterus. On (B)(6) 2016, surgery was done to remove essure. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain. Plaintiff underwent a surgery to remove the essure coils. The event is listed in the reference safety information for essure. During essure therapy, back, pelvic and uncharacterized pain may occur. In this particular case, the increasingly severe pain/chronic pelvic pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.